Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic cramps') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's previously administered products included for an unreported indication: iud nos. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nauseous"), back pain ("back pain") and mental disorder ("psychological is condition order") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving, the weight increased and mental disorder outcome was unknown and the nausea had resolved. The reporter considered back pain, mental disorder, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as 2015. Current weight: (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: case become incident. Events: weight gain, nauseous, back pain, pelvic cramps were added. Reporters, patients demographics, essure removal and insertion date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.